Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip was malformed and it fell into the patient when the device was used on the right gastric artery. The fallen clip was removed from the patient with a forceps via a trocar. Additional suture via a small incision was performed to complete the case. The clip was fed into the jaws properly before the incident. There was no unexpected resistance in grasping the trigger. There was no unexpected noise at the incident. The jaws were not overloaded at the firing, but the jaws might clamp the target tissue too much. The device was not fired across something hard such as a clip. The device was fired after the incident. After the device was received, when the sales rep fired the device, the clip protruded a little from the jaws. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No malformed clips were observed during analysis. In addition the device locked out as intended but the orange indicator was found undertraveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. Please note that this condition is unrelated with the report incident. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.